Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure in the aortic position, the physician experienced difficulty advancing the delivery system through the esheath, difficulty with valve alignment and difficulty crossing the native annulus. Additionally, as the balloon was attempted to be pulled back in order to be deployed away from the annulus, the balloon burst. The balloon was then unable to be withdrawn through the sheath and the patient had to be converted to open heart surgery. Initially, the operator had difficulty advancing the delivery system through the esheath, but it was believed to be due to the patient¿s tortuous iliac. It was reported that there was a ¿strain in the system¿ but it was assumed to be tortuous vessels. The operator experienced difficulty with the valve alignment. The pusher/flex catheter appeared to be 'inside' the valve. In order to troubleshoot, the balloon catheter was pushed and pulled a few times until the valve was able to be placed between the proper markers on the balloon. The operator, however, was unable to cross the annulus with the delivery system and valve. It was decided at that time to abort the procedure. The plan was to pull the valve back from the annulus in order to deploy in a ¿harmless area¿, however, once the balloon was inflated, it became clear that the balloon had ruptured. There were multiple, unsuccessful attempts to remove the valve and delivery system through the esheath. The patient was put on bypass pump and the chest was opened to expose the ventricle. The delivery system and valve were exposed through the ventricle and removed. The distal end of the catheter was cut off and removed. The operators found the balloon to be perforated and believed that it likely acted as a ¿parachute¿ which prevented the valve from crossing the annulus. The balloon did inflate and because the balloon was filled with blood, it was too "fat" to fit through the annulus. A new valve was prepped and deployed in the annulus under direct visualization. The patient was able to come off pump but died five days after the procedure.

Manufacturer narrative:
Additional information provided confirmed the valve had been fully crimped. It is not certain, however, if the flex catheter was fully flushed with the valve after crimping and placing the loader in position. It is possible there was a gap between the flex catheter and the crimped valve on the balloon catheter. During gross alignment the valve did not move onto the balloon. The operators pulled the flex catheter back and pushed the valve further onto the balloon 2 or 3 times before fine adjustments positioned the valve between the balloon catheter markers. The manipulations are believed to have led to a rupture in the balloon. The difficulty crossing the annulus was perceived to have been related to the balloon being ruptured and full of blood- too ¿puffy¿ to cross the stenotic annulus. The annulus was not so calcified that a bav would have made a big difference in the course of this procedure and difficulty crossing was not because of a heavily calcified and stenotic annulus. Investigation is ongoing.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. However, images from the procedural site were provided. The valve is seen diving during the procedure, which can occur due the valve unseating from the flex tip while attempting valve alignment in a non-straight section of the aorta. Additionally, it appears as if the delivery system/valve has been tracked over the aortic arch. During manufacturing the delivery system undergoes multiple 100% inspections. The balloons are 100% inspected for wall thickness and visual defects. Balloons are sampled for burst testing and additional visual inspections. The crimp balloons are inspected during the molding process for dimensions, general appearance/gross defects, foreign matter, impurity or contamination, fish eyes, gel spots, etc. The nose tip is visually inspected and rejected for surface indentations and bumps. The formed balloon is inspected for distorted/pinched folds. During final inspection, the delivery systems undergo 100% distal to proximal visual inspection by both manufacturing and quality. The entire device is inspected for damage or missing components. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. The nose tip is inspected and rejected for surface indentations and bumps. The fine adjust functionality is inspected. The flex catheter and balloon catheter are then 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. Additionally, the work orders undergo product verification testing as a requirement for lot release. In this case, five (5) lot samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. Finally, the delivery system undergoes functional product verification testing and tensile product verification testing. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. A lot history review of the lot was performed and revealed no other complaints relating to ¿delivery system ¿ difficulty with valve alignment¿, ¿delivery system ¿ difficulty crossing native annulus¿, ¿balloon ¿ torn¿, or ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿. A review of the complaint history from feb 2017 to january 2018 revealed (B)(4) other returned complaints for ¿delivery system ¿ difficulty with valve alignment¿ for the edwards commander delivery system (all sizes). Seven (7) of the complaints were not confirmed and no manufacturing non-conformities were found in the returned samples related to this issue. Available information suggests that patient/procedural factors may have contributed to the events. Twenty four of the complaints were confirmed, but no manufacturing non-conformities were found in the returned samples. Available information suggests that patient/procedural factors may have contributed to the reported events. A review of the complaint history from feb 2017 to january 2018 revealed four (4) other returned complaints for ¿delivery system ¿ difficulty crossing native annulus¿ for the edwards commander delivery system (all sizes). Three (3) of the complaints were unable to be confirmed and no manufacturing non-conformities were found in the returned sample. Available information suggests that patient/procedural factors may have contributed to the event. One (1) complaint is pending engineering evaluation. A review of the complaint history from feb 2017 to january 2018 revealed 18 other returned complaints for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ for the edwards commander delivery system (all sizes). (B)(4) of the complaints were confirmed, but no manufacturing non-conformities that would have contributed to the complaints were identified. Available information suggests patient and/or procedural factors (tortuosity/calcification; withdrawal of torn balloon) may have contributed to the events. Four (4) of the complaints were unable to be confirmed, but no manufacturing non-conformities that would have contributed to the complaints were identified. Available information suggests patient and/or procedural factors (non-coaxial retrieval of valve through sheath) may have contributed to the events. One (1) complaint is pending engineering evaluation a review of the complaint history from feb 2017 to january 2018 revealed (B)(4) other returned complaints for ¿balloon ¿ torn¿ for the edwards commander delivery system (all sizes). Thirty of the complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the tears may have occurred during valve alignment and could be attributed to patient/procedural factors. Two (2) of the complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the tears may have occurred as a result of insertion and/or withdrawal difficulty through the sheath. Five (5) of the complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the tears occurred upon inflation of the balloon and were the result of weakening of the bonds during valve alignment (due to patient/procedural factors). Six (6) of the complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the tears may have occurred after valve deployment and were the result of excessive force during withdrawal through the sheath. Three (3) of the complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaint were identified. Available information suggested that incomplete deflation of the balloon post deployment and subsequent withdrawal difficulty may have contributed to the tear. Two (2) of the complaints are pending engineering evaluation. A review of the complaint history revealed that the occurrence rate did not exceed the january 2018 control limit for the trend categories ¿valve alignment difficulties¿, ¿difficulty crossing¿, ¿withdrawal difficulty¿, or ¿damaged¿. The IFU, device preparation manual and the procedural training manual) were reviewed for instructions/guidance on device preparation/usage. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaints ¿delivery system ¿ difficulty with valve alignment¿ and ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ were able to be confirmed through provided photographs. The complaint for ¿balloon - torn¿ was confirmed based provided photographs and complaint history review. However, the complaint for ¿delivery system ¿ difficulty crossing native annulus¿ was unable to be confirmed. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be identified. However, a review of DHR, lot history, complaint history, and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. Because the patient had tortuous vessels, valve diving occurred wherein the crimped valve slides into the flex tip due to the excessive force during valve alignment. This is indicative of difficulty during valve alignment. The physician training manual provides instruction on how to correct for valve diving. However per the images provided, valve diving was not corrected prior to the attempted valve placement in the native annulus. Crossing the native annulus could have been difficult if the annulus was heavily calcified. Per the physician training manual, the operator should use non-forceful and short movements to advance the delivery system. The following may also facilitate crossing: 1) make sure wire is correctly extended at apex 2) pull tension on the wire or reposition. 3) add some distal flex or remove some partial flex. 4) pull system back and re-advance. Additionally, crossing the annulus would be difficult if the valve was unseated from the flex tip, or if the balloon was partially inflated. Potential root causes for the separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra. Tearing of the balloon likely occurred during valve alignment, since no issues were noted prior to insertion through the sheath, and the balloon did not inflate during attempted valve deployment. If the physician performed the valve alignment process in a tortuous anatomy, it may result in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen; the images provided shows that valve diving did occur during the procedure. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Difficulty withdrawing the delivery system through the sheath could occur if the balloon was filled with blood as the increase in balloon profile would make it difficult to withdraw into the sheath. Based on given information, patient/procedural factors may have contributed to the complaint events. No manufacturing or fu/labeling inadequacies were identified. Available information that patient/procedural factors contributed to the reported event. Review of complaint history for the month of (B)(6) 2018 revealed that the occurrence rate did not exceed the control limits for the failure modes. No corrective and preventative actions are required at this time. At management discretion, a pra was previously initiated for risk assessment for ¿balloon ¿ torn¿.